Event description:
Reference MDR #1219856-2010-00892 for the first event and MDR #1219856-2010-00894 for the third event involving the same pt. It was reported that a pt with cardiogenic shock was in the cath lab having an intra-aortic balloon (iab) inserted. The femoral artery was maintained from the first insertion attempt. The second iab was being inserted via the super arrow-flex (saf) sheath when it became stuck. The physician again removed the catheter only, leaving the sheath and spring wire guide (swg) to maintain femoral access. The physician opened another kit for the third attempt. There was no pt death, injuries or complications. There was a delay of a few minutes noted, with the pt outcome listed as okay.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.